Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet and believed the device was dosing improperly, expressing dissatisfaction with limited user control and requesting a return for credit. Symptoms included hypoglycemia. Outcomes included no reported alarms and no hospitalization. Investigation included case review and user interview by customer care, with guidance to consult the healthcare provider and trainer on hypoglycemia management and algorithm behavior. Investigation of this case revealed user overcorrection of lows leading to rebound hyperglycemia and subsequent glycemic variability, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user management factors rather than a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.